Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the up button on the pump is malfunctioning. Caller stated the button does not work correctly. Caller alleges the up button works intermittently. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.